Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2014. Revision of left knee on (B)(6) 2015 due to anterior and posterior knee pain, clicking, stiffness, limitation of motion and swelling of the knee. Based on these findings and the continued complaints of pain and instability, the surgeon made the decision to revise. The tibial and polyethylene components were revised due to pain and loosening. The surgeon noted that the tibial component was moving around during flexion.

Manufacturer narrative:
Section h10: (h3) the engineering evaluation noted the revision reported was likely the result of the inadequate cement adhesion and/or lack of bony on-growth following implantation of the tibial tray, which allowed for aseptic (non-infected) tibial loosening and pain. However, this cannot be confirmed as no x-rays were provided and the parts were not returned to exactech for evaluation. (E3) initial reporter's occupation: attorney. The following section(s) have additional info: b4, d4 (expiration date and UDI number), d11, e3, g4, g5, h1, h2, h3, h4, and h7. Section h11: corrections made in the following section(s): (d2) common device name from optetrak to optetrak logic (section f) please disregard f6 and f8. These were entered in error.